Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been experiencing shocking in the pocket site. The shocking subsided because the patient turned stimulation to 0v and off on all programs. The patient was using program 3 that had 0 positive and 2 and 3 negative when they felt the shocking. The patient had good success with the therapy until the day they started feeling shocking in march. After the march incident, the patient also noticed they were getting up to 4v as well and wasn't feeling anything. The patient had no falls or trauma and brought x-rays with them. The patient was programmed at 210 pulse width at 25 hz and the manufacturer representative wasn't sure why that was. All electrode impedances with the case were at 255 ohms with less than 15 microamps. Combination 0 and 1 was less than 50 ohms at 91 micro amps and 0 and 2 was less than 50 ohms with 43 microamps. The remaining impedances were less than 50 ohms at 42 microamps. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient still had concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. The patient had an appointment on 2015 (B)(6) and had an appointment pending in august or september.

Event description:
It was reported that the patient had a burning sensation. The patient had severe pain where the implant was located and if they attempted to roll on their right side, reached right, or put pressure on it they felt a burning and pinching. The patient had significant, intense flashes of pain and it was uncomfortable. The patient had no stimulation sensation and had a loss of therapeutic effect. The patient couldn¿t feel stimulation on programs 1, 2, and 4 and thought they maybe felt it on program 3, but then couldn¿t tell. With the new replacement implantable neurostimulator (ins), the patient was not getting benefit. This began on (B)(6) 2015 and the pain worsened 3 days later. The patient spoke with a manufacturer representative on (B)(6 )2015 who recommended the patient turn the implant off until they could be seen at their health care provider¿s (hcp¿s) office. Even with it off, the patient felt the burning, pinching, and flashes of pain. A manufacturer representative met with the patient on (B)(6) 2015. The manufacturer representative ran an impedance check on the patient¿s system. The patient felt 3 short shocks that were painful. All combinations showed up black, open, and bad. There were open impedances on all electrode combinations. The manufacturer representative told the patient there were problems with their leads. At the time of replacement, nothing was changed with the lead and the patient had no falls or trauma. They had the hcp check the system and the ins was in the correct position and there was no infection. There was no swelling or redness and the hcp did an x-ray, but didn¿t visualize anything to diagnose. The hcp who did the surgery was out on sick leave and another hcp who worked with them was not as familiar with the therapy. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2015-08767 for replacement of the patient¿s previous ins.

Manufacturer narrative:
Concomitant medical products: product ID:3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v735308, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v735308, implanted: (B)(6) 2011, product type: lead. (B)(4).